Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to hospital and admitted due to hyperglycemia as well as heart attack on (B)(6) 2019 and (B)(6) 2019 with blood glucose level 688 mg/dl at the time of incident, treated with intravenous insulin at hospital. Customer¿s other blood glucose values was 455 mg/dl, 475 mg/dl and current blood glucose level was 164 mg/dl. Customer stated that they felt nausea, vomiting and sick with pain. Customer reports they feel okay to troubleshooting. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer states their health care professional took them off the insulin pump, customer has been off the insulin pump for 3 days and was treating with lantus. Customer declined further troubleshooting on the insulin pump. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).